Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection. It was reported that the pocket was infected at the s-ICD insertion point and the patient was septic. It appeared the tissue on the lower portion of the wound was not well approximated when initially sutured. There were no cultures done of the pocket or the system at the time of explant. The patient has a transvenous pacemaker system that will remain implanted as it was not infected. It is unknown if the system will be returned as the hospital kept possession of it. No additional adverse patient effects were reported.